Event description:
On (B)(6) 2013, the lay user/patient¿s mother contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter. The reporter informed the mss that the patient¿s blood glucose is tested at least 7 times a day on average and the patient manages his diabetes with lantus (set dose) and humalog (sliding scale) insulin injections. The patient¿s mother reported that the alleged inaccuracy started approximately 2 ½ months prior to contacting lfs, when the patient began to test with the subject meter. The reporter mentioned that the patient would intermittently obtain morning fasting blood glucose readings in the ¿300 to 400 mg/dl range¿ when he usually tests below ¿200 mg/dl¿. During the follow-up call, the reporter informed the mss that on unspecified date 2 months prior, while the patient was at school he began to feel shaky. In response to the symptom, the patient¿s blood glucose was tested with the subject meter by the school nurse. The school nurse informed the reporter that she obtained a result in the ¿300¿s mg/dl¿, which she did not feel was correct. The school nurse then retested the patient¿s blood glucose with another device and obtained a reading in the ¿50¿s mg/dl¿. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30% and/or 30 mg/dl. The patient¿s mother stated that school nurse gave the patient food and/or drink to treat the low blood glucose. During the follow-up call, the reporter informed the mss that she felt that the low blood glucose excursion may have been as a result of the patient being administered an increased dose of insulin based on a meter result earlier that day. At the time of troubleshooting, the customer care advocate (cca) noted that the reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia potentially after obtaining an alleged inaccurate high reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.